Manufacturer narrative:
The air and oxygen gas modules which were unrelated to any event were returned. During investigation there was found an oscillation in the air gas module that caused alarms for low oxygen concentration. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the air gas module. It¿s been concluded that the solenoid has a contributing effect to these behaviors. The reason why the failures were not exhibited during use at the facility, but only after change and return to us has not been determined.

Event description:
O2 and air gas module replaced. Manufacturer ref#: (B)(4).